Event description:
It was reported by the sales representative (sr), that when interrogating a revo device, the programmer received an error message. It was noted, that when the application started to load, the programmer locked up with an error message. The sr used another programmer to complete the case. Since the error cleared upon recycling power and other applications loaded without an error, the programmer should be fine; therefore, the clinic will continue to use the programmer. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.